Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt mentioned they used to have an scs that 'didn¿t work.' Patient services (pss) was unable to confirm if the pt is referring to an implanted scs or the trial. Pss asked for event date pt stated 'it was not in very long, I had it for at least 1 week.' Pt stated they are sure it was a mdt scs, however, pss is not able to find an scs device registered. Pt stated 'the doctor had to keep giving me pain meds because I was in so much pain. It kept me in bed for a week. The stimulator was falling out.' Pss was unable to find registration and unable to confirm with pt. Pt was likely speaking in regard to the trial because they said the only had it for a week. Pt did say they had it for 1 week. Further sr information was unable to be obtained due to pt unable to remember further information.